Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Significant gap in between the trial component and the bone surface after the posterior chamfer cut. No red signal appeared for deeper cut tka. Update: "the distal and posterior chamfer cuts are going deep by approx. 3mm from the planned one. Also in some cases the anterior and anterior chamfer cut is proud by 1.5 to 2 mm...the gap was filled with bone cement". Additional information: "note: we tried isolating the issue by using a demo robot and the hospital mics along with the attachments but still the issue continued. Then on further discussions we decided to change the hardware i.e mics hand piece and the attachments which finally helped to get accurate cuts."

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Significant gap in between the trial component and the bone surface after the posterior chamfer cut. No red signal appeared for deeper cut tka. Update: "the distal and posterior chamfer cuts are going deep by approx. 3mm from the planned one. Also in some cases the anterior and anterior chamfer cut is proud by 1.5 to 2 mm...the gap was filled with bone cement". Additional information: "note: we tried isolating the issue by using a demo robot and the hospital mics along with the attachments but still the issue continued. Then on further discussions we decided to change the hardware i.e mics hand piece and the attachments which finally helped to get accurate cuts.".